Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 18mm in length, eccentric, de novo target lesion was located in the non-tortuous, moderately calcified, and 2.5mm in diameter left anterior descending artery. A 2.00mm x 12mm maverick2¿ balloon catheter was advanced but was unable to cross the lesion. The balloon was inflated before the target lesion; however, the balloon ruptured upon initial inflation. The device was completely pulled out and pre-dilation was then performed using a 2.5mm x 12mm maverick2¿ balloon catheter, leaving 60% residual stenosis in the lesion. A 2.5x8 non-bsc stent was then implanted and was post-dilated with a 2.75x15 non-compliant non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.